Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017, due to a change in thresholds.

Manufacturer narrative:
A partial lead was with the connector portion measuring 11.4cm in length was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.